Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip was unable to release from the catheter to deploy. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not release from the catheter.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not release from the catheter. Block h10: investigation results: the returned resolution 360 ultra clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly attached and with evidence of full deployment. The clip assembly was returned in a separate bag and in an open state. Additionally, the device was returned without the delivery system. Just a piece of the catheter was returned with evidence of a mechanical cut. Microscopic examination was performed, and it was found that the clip had evidence of a proper deployment since the locking tabs were opened. The catheter was separated and was unraveled at the distal end. No other problems with the device were noted. The reported event of clip did not release from the catheter was not confirmed. Investigation found that the device was returned without the clip assembly attached to the delivery system but with evidence of full deployment, indicating that the clip did release from the catheter. Additionally, the clip assembly was returned in a separate bag and in an open state which is evidence of a proper deployment as the locking tabs were opened. Regarding the found problem of catheter being unraveled at the distal end and catheter being cut, this could have been due to the customer faced any kind of adversity during the removal of the whole device from the scope. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip was unable to release from the catheter to deploy. The physician attempted to open and close the handle and torque the scope for the clip to release from the catheter but still unsuccessful. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event.